Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that a hair was inside the sealed packaging. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was found inside the packaging of a luer-lock sterile repeater pump tube set with universal spike. This event occurred before use of the device. There was no patient involvement. No additional information is available.